Event description:
It was reported that the customer did not charge their pump and the battery drained and the pump shut off. The customer experienced a low blood glucose (bg) level of 47 mg/dl. The customer consumed carbohydrates to address bg. Tandem technical support (cts) provided education on keeping the pump battery charged. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.